Event description:
The customer reported an air leak. The fse clarified the oxygen water trap/inlet filter was leaking due to an installation issue. The customer reported there was no patient involvement.